Event description:
Sorin heater-cooler issue: suspicion of ntm infection related to aortic valve replacement in (B)(6) 2016. The patient has many concerning symptoms (fevers, fatigue, weight loss) and labs (pancytopenia, lft elevation), as well as a recent bone marrow biopsy showing granulomas, suggestive of an atypical infectious process.